Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user will be reimplanted in (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. In situ testing showed affected channels and despite attempts at refitting, the user was no longer satisfied with the hearing benefit. The user has been re-implanted.

Manufacturer narrative:
Conclusion: reportedly the recipient had a decrease in hearing performance. According to the received information from the field, in situ measurements show a pair of short circuits since at least 2015. In situ measurements performed in 2019 show two additional channels involved in a separate short circuit. Device investigation could confirm the reported short circuits, which were intermittent. The observed technical failure of the active electrode seems to be the cause for the decrease in hearing performance. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.